Event description:
Based on the report, during a procedure, the surgical tech sustained a burn to her arm when assisted the surgeon with a retraction and inadvertently leaned on the bovie handpiece. The facility staff stated the burn is very minor & there was no significant injury to the patient.